Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating she lost her battery cap and she needs a replacement. Customer was in the hospital for a semi-diabetes related issues. She said she had a really bad stomach bug and could not keep any food down. She was concerned about being home alone during the event, so she went to the hospital to be monitored. Customer's blood glucose is 259 mg/dl after eating. She will treat at the hospital. Customer is currently off the device. A replacement battery cap was sent. Nothing further reported.